Event description:
It was reported that during a routine hemodialysis treatment, therapy fluid inlet occlusion alarms occurred. The alarms were resolved when it was determined that the operator left the therapy fluid line clamped. Venous pressure high alarms then occurred which could not be resolved. Clotting of the circuit occurred due to the amount of time spent troubleshooting the alarms, preventing rinseback and resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The cycler alarmed appropriately to indicate clotting. The user's guide provides adequate instructions for troubleshooting alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff is aware of the event. Nxstage medical considers this report closed. No add'l info will be provided. No additional info will be provided.